Event description:
End user states while driving the power wheelchair she drove too close to the edge of the porch and fell.

Manufacturer narrative:
No malfunction of the motorized wheelchair is suspected. The end user was not exercising caution while driving too close to the edge of the porch. Hoveround's owner's manual warns end users, "to reduce the chance of serious injury or death from tip-over, never attempt to drive a power wheelchair off a curb higher than 1.5 inches."